Manufacturer narrative:
Device analysis: only the infusion catheter (ic) was returned for analysis. Visual inspection of the complaint device confirmed that there was a crack in the ic manifold luer which leaked liquid during the leak test. A leak through a crack in the manifold luer would have been a coolant leak, as the drug lumens are not connected to the central lumen.

Event description:
It was reported that the ekos device was leaking and required device exchange. An ekosonic endovascular device, 135x30cm was selected for use. At some point during the procedure or therapy, it was observed that the ekos device was leaking. It was not reported whether the leak was attributed to lytic or coolant. The ekos device was exchanged for a non-boston scientific infusion catheter. No further information was provided, despite request by boston scientific.

Event description:
It was reported that the ekos device was leaking and required device exchange. An ekosonic endovascular device, 135x30cm was selected for use. At some point during the procedure or therapy, it was observed that the ekos device was leaking. It was not reported whether the leak was attributed to lytic or coolant. The ekos device was exchanged for a non-boston scientific infusion catheter. No further information was provided, despite request by boston scientific.